Event description:
It was reported that after successfully using a 2.25 x 30 mm rx trek balloon catheter, the chipboard box was being scanned to remove it from inventory that the box scanned as a 2.25 x 8 mm trek instead of a 2.25 x 30 mm trek. A second 2.25 x 30 mm rx trek was pulled from inventory and the chipboard box was scanned. It also scanned as a 2.25 x 8 mm rx trek. There were no adverse patient effects with the first device. There was no patient involvement with the second device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.